Manufacturer narrative:
Partial implant date reported as: year 2004 further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture." The event of rupture is coded as a deflation event due to product listed as unknown saline device.

Event description:
Healthcare professional reported rupture. This record is for unknown side. Device remains implanted.